Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that user was getting a critical temperature sensor error on the arctic sun device and were unable to get it to work. Per follow up information received on (B)(6) 2022, the error number was error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance). There was no patient involvement, and the device was sent in for evaluation. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was a shorted t1 on the tank harness. It was stated that the intermittent chiller fault was found during the evaluation. It was noted that the damaged temperature sensor cable.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that user was getting a critical temperature sensor error on the arctic sun device and were unable to get it to work . As per follow up information received on 10aug2022, the error number was error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance). There was no patient involvement, and the device was sent in for evaluation. As per sample evaluation results received on 26apr2023, it was reported that the root cause of the reported issue was a shorted t1 on the tank harness. It was stated that the intermittent chiller fault was found during the evaluation. It was noted that the damaged temperature sensor cable.